Event description:
Breast implants put in on (B)(6) 2004. At two week checkup, I had emergency surgery to drain a 700 cc hematoma in the right breast. It healed firm and painful, and remained and painful. Over time, it also became misshapen.